Manufacturer narrative:
Evaluation summary: one sample returned for evaluation in a sample bag without its original unit pack. Visual examination of the returned unit shows it is discolored and there are some symbols in black marker on the product which are not from our manufacturing facility. Further examination also shows there is an 8cm section of the main section of the product missing. Examination of the small section of the product shows the narrow part has been torn away from its main section. This type of damage is indicative of undue force to the product. Three samples of in-house stock were checked and all three samples were found to meet our acceptance criteria. The reported defect could be detected on the unit returned for evaluation. The most probable root cause of this defect is an undue force to the product . All of products are packed on the packing machine. Each unit is folded prior to being placed in the preformed pack. The defect detected on the returned unit would not have passed this stage of our process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's holder broke. There was patient involvement, but there was no patient injury.